Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6). Oer-6 s/n: (B)(6). Oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the bronchovideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation so the alleged defect was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. The most likely cause for the reported event is there was a difference in perception of device handling and reprocessing procedures between the olympus recommendations and the relevant facility. The event can be detected/prevented by following the applicable chapters in the instructions for use: IFU warns the inappropriate reprocessing by stating ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿. Olympus will continue to monitor field performance for this device.